Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences field clinical specialist, regarding a 20mm sapien 3 ultra valve in the aortic position, post dilation for pvl of the first 20mm sapien 3 ultra valve resulted in damaged leaflet and central leak. The leaflet was torn. The implanters think it was from the wire re crossing the sapien 3 ultra prior to post dilation. A second 20mm sapien 3 ultra valve was implanted to resolve the issue successfully. Patient remained stable, no harm to patient nor major delay in case procedure time.